Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device did not have sufficient drive to cut through tissue and the lights on the unit flashed. It is unknown how the procedure was completed and there were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.